Event description:
It was reported that a malfunction occurred on the pump, with no notable events occurring prior to this. The issue did not cause the customer¿s blood glucose to exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the malfunction code, which did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code recurs.